Event description:
The customer reported that the insulin was still escaping the tubing when the insulin pump was suspended. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Please reference medwatch 3004209178-2015-81146 regarding the hospitalization. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.